Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced dizziness and vomiting after initial implant surgery and the issues temporarily resolved, and the recipient was discharged in stable condition. The recipient was hospitalized again due to the same symptoms and then discharged in good condition.

Manufacturer narrative:
Correction information: sections d.1, d.4, h.10. Additional information: sections d.4, d.6a, h.4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient was reportedly prescribed medication for dizziness (type unknown). The recipient is reportedly not using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information - section : d6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status and treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is currently under private psychiatric care. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Videonystagmography (vng) examination revealed overcompensation. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.